Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that her insulin pump received a motor error and she cannot clear it. She also stated that her blood glucose levels were high as well. The customer has changed the reservoir and the battery but the motor error alarm reoccurred. She stopped using the insulin pump and was injecting manually. Her blood glucose was 31.8 mmol/l. During troubleshooting, the drive support cap appeared normal, insulin pump was not exposed to magnetic field and did not alarm motor position encoder alarm. The pump was able to rewind. The customer stated that she kept receiving a motor error when she was filling the tubing. The pump verification was not able to be completed. She performed the displacement test and manual prime and they both were successful. The motor error alarm did not reoccur. The customer was advised that the alarm was caused by a connection issue. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating current or unexpected battery out limit/battery power loss and motor position encoder error alarm due to motor error alarms. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.